Event description:
The representative reported the patient had experienced symptoms of redness and scabbing at the ins implant site. The patient had developed an infection; the causative organism was unknown. The product was explanted and returned for analysis. The patient was recovered without sequela. Additional information has been requested from the physician.